Event description:
It was reported that the patient passed away from cancer. The relationship between vns and the cancer is unknown. Attempt to obtain additional information have been unsuccessful to date.